Event description:
Philips received a complaint on the tempus pro indicating that the device has bad dc connector supply.

Manufacturer narrative:
On MFR # 3003832357-2024-00348, the information should reflect the record as being complete, but was marked as complete-no.